Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for flexion contracture and insufficient range of motion in left knee. Event is not serious and is considered mild. Event is possibly related to both device and procedure. Date of implantation: (B)(6) 2020, date of event (onset): (B)(6) 2020, (left knee). Treatment: physical therapy. Product details: component type: attune ps fem lt sz 7 por, catalog number: 150411107, product ID/lot number: 8904755. Component type: attune rp tib base sz 8 por, catalog number: 150611008, product ID/lot number: 8748727. Component type: attune ps/rp insert sz 7 7mm, catalog number: 151650707, product ID/lot number: 9436849.